Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Later healthcare professional reported ¿no rupture¿, ¿no liquid or serous collections found around the implant.¿ this record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient representative reported ¿pain¿, ¿swelling¿, ¿fluid¿ and ¿rupture could not be ruled out¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported ¿pain¿, ¿swelling¿, ¿fluid¿ and ¿rupture could not be ruled out¿. Later healthcare professional reported ¿no rupture¿, ¿no liquid or serous collections found around the implant¿. Capsulectomy was performed. This record is for the right side. Device was explanted.